Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor stopped displaying glucose readings on the ilet after a sensor change, with signal loss to the pump; the user attempted toggling and re-pairing without success, then disconnected from the pump and administered insulin by injection until new sensors could be obtained. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, associated with the device¿s electrical communication pathway, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.